Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were frequent occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2015 with the following findings: there were multiple occlusion alarms observed in the pump's black box. The recorded force at the time of the occlusions was high. The rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. Unrelated to the occlusion allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.